Manufacturer narrative:
Qn#(B)(4). The device history reviews for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73e1500060 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the elastics are brittle, breaking and appear to be darker in color than previous lots that performed well. The issue was identified prior to patient use during inspection/functional testing.